Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to the left main coronary artery. It was reported that during advancement of the 4.0 x 23mm xience prime the stent was flared. The stent was removed and a 3.5 x 23mm xience prime was used successfully. A 4.0 x 8mm nc trek was used for post-dilatation; however, during advancement the hypotube separated in the patient anatomy. The separated parts were simply withdrawn. A second 4.0 x 8mm nc trek was used to finish the procedure successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.